Manufacturer narrative:
This reported event and any subsequent repairs have been investigated through the normal tsc troubleshooting process. A review of the source device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. The database showed a quality notification/s was opened for the source device. There was no correlation to the reported event. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was involved in a production failure and product was not returned for the servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement .

Event description:
(B)(4). Customer called due to channel a on their msiii pump not pumping. Channel b and c operates as expected. Recommended the customer swap channel a drive module with b or c to see if the problem follows the module. If it does then replace the bad drive module. If it stays on channel a then your looking at a possible main electronics assembly board issue. Customer will attempt swapping modules and call back if problem does not clear. No patient involvement. (B)(4).